Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h10. Corrected sections: e1 - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon ruptured. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon ruptured. There was no reported injury to the patient.